Event description:
Treatment of a large unruptured amorphous aneurysm measuring 15mm x 10mm located in the petrous segment of the right ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline (4.25mm x 25mm) embolization treatment. During the procedure, it was reported there was narrowing in the middle portion of the pipeline that required balloon angioplasty (an option presented in the instructions for use, u.s.). The pipeline lumen was patent with approximately 25% stenosis that was probably due to the original stenosis of the vessel. On an unspecified date post procedure, the patient experienced thrombocytopenia when his platelet count decreased to 15,000, which was due to recent chemotherapy treatment for acute myeloid leukemia (aml). It was reported the event of thrombocytopenia was not related to the device, procedure, or dual antiplatelet therapy. The patient received a platelet transfusion and the platelet count increased to 50,000. On (B)(6) 2014, it was reported the patient was doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).